Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02764. It was reported catheter stuck on guidewire. While trying to advance a spiroflex® angiojet® thrombectomy set over a pt2 guide wire, the physician noted there was a lot of friction and could not push the wire completely into the lumen. When trying to remove the wire from the catheter, it was stuck and damaged the angiojet catheter. No patient complications were reported.